Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not firecec45a+cecr45g. Changed to another cecr45g to continue the surgery but the same problem happened again. Changed to another cec45a to continue the surgery but the same problem happened again. Changed cecr45g again but the same problem occurred again. Changed to a new one to complete the surgery. There was no patient consequence nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/05/2026. D4: batch#: unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec45a device was returned with no apparent damage with the closing trigger and anvil in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one cecr45g reload was loaded in the device. The reload was received partially fired 1/10. It should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot/batch: e25060030, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.